Manufacturer narrative:
(B)(4). The following additional information was received from the nurse. On (B)(6) 2010, the patient presented to the clinic with cloudy effluent. She cultured positive on that day for staphylococcus coagulase and the cell count results were as follows: wbc's= 120,000, polys= 61,000. Gram stain cultured gram + cocci in clusters with numerous squamous and epithelial cells present. The nurse also stated that the patient has had peritonitis twice before this diagnosis, in (B)(6) 2010, and that this diagnosis is a continuation of those previous in that all occurrences cultured positive for the same organism. She stated there is suspicion that the peritoneal dialysis catheter is the root cause, due to the biofilm covering on the outside. The catheters are manufactured by kendall. The patient was not symptomatic, only cloudy effluent. She was treated with vancomycin intraperitoneally (dose and duration not available). The patient was using 2.5% dianeal solution and apd for therapy, with occasional manual exchanges. On (B)(6) 2010, the patient cultured negative for all organisms, and is now fully recovered. She continues on peritoneal dialysis therapy to date with dianeal. The patient's past medical history includes end stage renal disease r/t polycystic kidney disease, hypertension, diabetes and mild coronary artery disease.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lots, h10d16089 and h10h13012, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore no evaluation was performed. Should a sample be received and evaluated, a follow up report will be submitted.

Event description:
The patient contacted baxter to request assistance as she had compromised supplies during set up. During the call the patient indicated she had peritonitis. The facility nurse was contacted on (B)(6) 2010 and indicated she was not aware of the home patient compromising the patient line during therapy. The nurse stated that the patient has peritonitis. No other information was available at this time.